Event description:
False positive advia centaur xp total hcg result was obtained by the customer on a sample repeat and the result reported. The customer performs repeat testing on all sample results between zero and 15.0miu/ml. The attending physician's office notified the customer that due to the initially discordant high total hcg result, the medical procedure was cancelled. There was no known report of adverse health consequences due to the high total hcg result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. There was no known cause determined for the false high total hcg result. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.